Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to verify the iab disconnected alarms. The fse ran functional tests with simulator and test balloon, and the balloon was detected and functional tests passed. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not showing that the iab catheter was connected. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not showing that the iab catheter was connected. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not showing that the iab catheter was connected. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1(event site email), e2, e3, g2, g3, g6, h2, h6, h10.